Manufacturer narrative:
Concomitant medical products: product ID 3550-39, product type: accessory. Product ID 3550-39, product type: accessory. Product ID 97714, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 377760, lot# v004734, implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: lead. (B)(4). Analysis of the lead (lot # v006394) found that the lead¿s proximal end insulation had set screw impressions between the #0 and #1 connectors. The lead and ins were returned not connected and it was unknown if the extension was completely seated in the ins connector port during therapy. For information regarding the patient's ins please see manufacturer report # 3004209178-2015-22457.

Event description:
On 2015-11-03 a manufacturer representative (rep) reported on behalf of a patient that there was a shocking sensation that started about six months prior, but was noted to be worse two months prior. The patient had a fall three weeks prior, but measured impedances were normal and an x-ray revealed no lead movement or other issues. When impedances were tested at 3.0 volts, the patient felt a jolt. Adaptive stimulation was being used, but had not been changed. The patient could be still, not moving, and the stimulation would change without provocation. However, it was noted that sometimes it changes with position. The stimulation could be intermittent or too strong, and was noted to be changing on its own, turning on and off. The patient associated the issue with the implantable neurostimulator getting down to 1/2 charge. The patient had met with a rep 2-3 weeks prior to reset the patient's positions. The patient left the meeting with the rep with their adaptive stimulation turned off, but reported the next day that they were still feeling s hocking and were feeling the stimulation turning on and off. A rep reported on 2015-11-05 that the patient had good therapy for their right foot pain until they had fallen on (B)(6) 2015. The rep stated that they could see the patient's abdominal/thoracic area "rocking (the patient's) entire body" when they were being shocked. It was also noted that the patient had an appointment scheduled with their physician on (B)(6) 2015. The indication for use was non-malignant pain. A supplemental report will be submitted if additional information is received. Additional information received from a manufacturer representative that the implantable neurostimulator (ins) was turned off, on, and off on (B)(6) 2015. The ins was then turned back on again on (B)(6) 2015. The charging statistics showed a good charging schedule. The device was reprogrammed and the transition zones were changed from xs/xs to xxl/xxl thinking that would solve the situation but it didn¿t. The patient was still getting shocking when adaptive stimulation was turned off. The representative could visibly see the patient getting shocked every 30 seconds. The patient turned the stimulation off on (B)(6) 2015 and had kept it turned off because of the shocking sensation at the lead location. They were not getting any shocking from the therapy since it had been turned off. The patient had an appointment on (B)(6) 2015 where they were did some more fluoroscopy of the lead and ins header. They wanted to get group impedance but did not think the patient would let them do that because the last time they tested impedances at 3.0v the patient could barely tolerate it. After the meeting with the doctor it was decided that the doctor would replace the entire system on (B)(6) 2015.